Event description:
The lay user/patient contacted lifescan (lfs) 2008, and alleged that the battery contacts on her one touch basic enhanced meter were corroded. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred 3 days prior to the call to lfs. As a result of the reported issue, she did not take any actions. Two days after the product issue began, she felt low (specific symptoms not provided). She did not self-treat or receive/require any medical attention. At the time of troubleshooting, it was verified that this was not a new product. The patient had replaced the battery per the owner's manual and the batteries were correctly installed. Based on the information, there was no misuse of the product. However, the condition of the battery contacts revealed corrosion. This complaint is being reported because the patient claimed to have felt low (although specific low symptoms were not provided) after the reported issue began. The alleged issue was not resolved with troubleshooting. The patient did not receive medical intervention. Replacement product were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.